Event description:
It was reported that the patient with this left ventricular (lv) lead was seen at the emergency room (ER) experienced lightheadedness and phrenic nerve stimulation. Also, this lead had been turned off prior due to high pacing threshold measurements. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this left ventricular (lv) lead was seen at the emergency room (ER) experienced lightheadedness and phrenic nerve stimulation (pns). Also, this lead had been turned off prior due to high pacing threshold measurements. This lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicated that patient anatomy was the cause of the increased thresholds. Patient also experienced a pns, however, when the field representative checked the patient on the table, several lv thresholds were around 1v at 0.4 ms and no pns was observed. The stimulation was lead related. No additional adverse patient effects were reported.